Manufacturer narrative:
H3: product analysis: part # kpt1502 visual and functional inspection confirmed the syringe has some dried media in the tube of the syringe and on the outside of the lcd screen. Ibt will not inflate due to dried media in the balloon. Presence of dried contrast media in the tube of the syringe and the ibt balloon indicates that the syringe and ibt have been used. Functional inspection confirmed the display would not power on . Unable to determine root cause of issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a vertebroplasty procedure for a compression fracture. It was reported that after inserting the ibt, the handle of the inflation syringe was rotated to increase the pressure, but the pressure did not increase and the balloon did not expand. At that time, the cement and mixer that had been prepared at the same time also hardened. When the newly opened balloon, mixer and cement were used, the procedure was successfully completed. There was a delay of less than 60 minutes. There were no patient symptoms/complications. Initial reporter information cannot be provided due to the restriction by the privacy regulation. The product will be returned and was replaced. Information was from the distributor because the rep sale did not attend the surgery. It was attempted to inflate the balloon, but the balloon could not be inflated. Therefore, a new one was opened and used, but due to the prolonged preparation, the cement hardened and it had to open a new kit. The contrast media might have leaked to the monitor part of inflation syringe.